Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for knot pull tensile strength and the devices met performance specifications.

Event description:
It was reported that a patient underwent an abdominal wound closure procedure on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient developed a wound dehiscence. Additional information has been requested.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-05255. The same patient is represented in each medwatch.